Event description:
It was reported that the dill bit not attaching securely prior to use. It was reported that there was no patient involvement.

Manufacturer narrative:
H3: product analysis :evaluation determined that the drill bit not attaching securely was confirmed. The likely cause of the failure is due to bearing was loose at tube distal unable to run the attachment and insert the drill bit. It was also noted that corrosion was also observable in the tube, tube and base markings need etching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.